Event description:
The pharmacy has received feedback from the dialysis department regarding a defective syringe. The poor quality of the syringe has been reported to have affected the machine, causing it to malfunction and stop.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, three packages with reference number and the number of the lot are displayed. The other four images show a syringe with what appears to be a scratch along the cylinder. In addition, the customer sends three used samples with heparin and one unused sample inside the package. These are visually inspected, scratch along the cylinder is observed on one sample, same as the image sent. Scratches in the surface are cosmetic not affecting functionality of the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Ten retained samples from the same lot were evaluated, no defects or issues observed. Break out force, sustaining force and silicone content tests were performed, results are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, incident is related with a hit during transport or manufacturing.

Event description:
No additional information.